Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the pump was not returned to mmdg the complaint could not be investigated. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump was not alarming no flow out when the tubing was obstructed by formula. They stated that this resulted in a four hour delay in therapy. They also stated they were using real foods blend, and that was what was causing the obstruction. Mmdg did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. [Complaint-(B)(4)].